Event description:
This report is filed as 14 days post clip implantation, the mitral regurgitation grade increased and the cause of the increase could not be determined by the physician. Another mitraclip procedure was performed and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and three clips were implanted reducing the functional mitral regurgitation grade (mr) from 4 to 2. The patient was discharged home in good condition on (B)(6) 2014. On (B)(6) post procedure, the patient was readmitted with an mr grade of 4. All of the implanted clips were well positioned and stable on the leaflets. A broad jet could now be seen laterally from the implanted clips. Another mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted reducing the mr grade to 2. Post procedure the patient was extubated and was clinically stable. The cause of the recurrent mr could not be defined by the physician. All devices worked as intended. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). A review of the device history recorded revealed no non-conformances that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, the physician reportedly could not define the cause of the recurrent mr; however, it was confirmed that the clips were attached to the leaflets. Although a conclusive cause for the reported increase in mr and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.